Event description:
It was reported to gore that the patient underwent endovascular treatment for a popliteal artery aneurysm (paa) on the left side leg with two gore® viabahn® endoprostheses with propaten bioactive surface (viabahn devices). It was stated that during the paa repair and a parallel thrombus procedure two viabahn devices were implanted in (B)(6) 2022. On (B)(6) 2024, it was noticed that there is a stent fracture at the viabahn device pahr111002e. It was reported that on december 3, 2024, a reintervention and finally a femoro-popliteal bypass was conducted. The patency of the bypass after the surgery was good ((B)(4), manufacturer report number 2017233-2024-05585).

Manufacturer narrative:
B5 describe event or problem was updated. Product investigation report conclusion: the reported primary failure mode, related to a stent fracture, is consistent with the findings from the imaging evaluation of the available clinical items. The imaging evaluation confirmed that a stent row of one of the implanted vsx devices had come apart and was fractured just distal to the overlap between the two vsx devices. The root cause of the reported primary failure mode could not be established with the available information.

Event description:
It was reported to gore that the patient underwent endovascular treatment for a popliteal artery aneurysm (paa) on the left side leg with two gore® viabahn® endoprostheses with propaten bioactive surface (viabahn devices). It was stated that during the paa repair and a parallel thrombus procedure two viabahn devices were implanted in the year 2022. On (B)(6) 2024, it was noticed that there is a stent fracture at the viabahn device pahr111002e.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H3: other code: as the device remains implanted, no further investigation of the device can be conducted. Product history review: a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Further details were requested from the physician, but not provided yet, as he is on holiday. Further investigation is being conducted and will be included in the final report. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.